Event description:
It was reported that during the procedure of right mca (middle cerebral artery) aneurysm stent placement, the operator withdrew the guidewire after placing the microcatheter (subject device) to the target site and stent was delivered into the microcatheter. But while advancement of stent into the distal of microcatheter, big resistance was encountered and then operator retracted the stent with force. Then the operator pulled the stent and the microcatheter together out of patient's body and found the distal of the microcatheter was broken. All part of the broken catheter was removed from the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection: the catheter proximal shaft was badly damaged. The catheter shaft was kinked. The catheter distal shaft was stretched. The catheter tip was intact. The catheter hub was intact. Functional inspection: the catheter could not be flushed initially then a patency mandrel was advanced through the microcatheter. There was resistance felt due to the damaged shaft, the catheter was flushed afterwards without issue. The reported catheter tip broken/fractured during use was not confirmed during analysis. The reported catheter shaft friction can be confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the procedure. The microcatheter was found to be severely damaged during analysis and the friction may have been felt due to the damage. The as reported catheter shaft friction can be confirmed, catheter shaft friction as well as the as analyzed catheter shaft damaged, catheter shaft kinked/bent, catheter shaft stretched will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The catheter tip broken/fractured during use was not confirmed during analysis as the catheter tip was found to be intact, the catheter shaft damage may have been perceived by the physician that the catheter tip was broken. An assignable cause of not confirmed will be assigned to catheter tip broken/fractured during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure of right mca (middle cerebral artery) aneurysm stent placement, the operator withdrew the guidewire after placing the microcatheter (subject device) to the target site and stent was delivered into the microcatheter. But while advancement of stent into the distal of microcatheter, big resistance was encountered and then operator retracted the stent with force. Then the operator pulled the stent and the microcatheter together out of patient's body and found the distal of the microcatheter was broken. All part of the broken catheter was removed from the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.